Event description:
The user facility reported that the tip of the involved runthrough device wire broke off into the coronary artery. The physician stent the tip against the wall of the artery. The patient was not harmed in the procedure. The estimated blood loss was less than 250cc. There was no injury to the patient. The procedure was a success. Additional information was received on 06jul2020. The procedure performed was a coronary angiogram. The patient's coronary artery had heavy calcification and the tip of the wire become lodged in the calcium. There was some anatomy tortuosity. The approximate size of the fragment which was stented in place was around 3cm. A glidesheath slender was used.